Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the stent was returned deployed. The stent was fully opened but bent/deformed towards one end with the wires compressed and the edges of the stent had frayed braid. The stent delivery wire (sdw) was inspected and the distal end of the resheath pad had been pushed onto the distal marker band and was stuck. The microcatheter and introducer sheath were not returned. A functional inspection could not be performed as the stent was returned deployed and the microcatheter was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specification when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer did not indicate any issues noted during unpacking or set up of the device, and the device was prepared as per dfu instructions. There was no indication of a user related issue. The patient¿s anatomy was moderately tortuous. The stent was deployed within the shaft of the microcatheter during advancement. In the physician¿s opinion the cause of the reported issue was the stent quality problem. Product analysis found the returned stent had been deployed (as per the event description it slipped out of the introducing sheath and entered the y-valve. The physician intended to retract the stent back into the introducing sheath but found that it had already deployed). The stent was fully opened but slightly bent/deformed towards one end with the wires compressed and the edges of the stent had frayed braid. The distal end of the sdw resheath pad had been pushed onto the distal marker band and was stuck which indicates a significant force was applied most likely during the repeated attempts to adjust the stent's position. As a result this would have caused the stent to be pushed off the resheath pad. As the introducer sheath and microcatheter were not returned, it is unclear what prevented the stent from being fully advanced to the hub of the microcatheter and becoming stuck. However, the bent/deformed section of the returned stent indicates the stent became trapped/caught on another device, possibly the rotating homeostasis valve (rhv)/y-valve most likely if it was overtightened. Based on the review of all available information, an assignable cause of procedural factors was assigned to the as reported ¿stent difficult/unable to advance or pullback through catheter¿ and ¿stent deployed prematurely during use¿ and the as analysed 'stent deformed¿ and 'sdw deformed¿ as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that the stent (subject device) was intended to be used in the medical procedure. However, when the physician attempted to advance the stent resistance was encountered within the shaft of microcatheter. Despite several attempts there was no improvement thus the physician intended to retract the stent back into the introducer sheath and discovered the stent was already deployed within the microcatheter shaft. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.